Event description:
Reporter alleged obtained a discrepant blood glucose results of about 500 mg/dl back to back with a result of about 100 mg/dl on a pt using the info system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Reported declined providing any more info such as the product info and so no product will be returned for evaluation.